Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure within the common bile duct performed on (B)(6), 2012. According to the complainant, during the procedure, when the handle was actuated, the stone did not break apart. Lithotripsy was then attempted using an alliance handle; however, the stone remained intact and the basket tip failed to detach. Subsequently, the patient was sent to surgery to have the basket removed. The patient has since recovered.

Manufacturer narrative:
Patient age is unknown; however reported to be over 18 years old. Concomitant medical product: alliance handle. (B)(4) tip won't detach. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).